Manufacturer narrative:
The reagent lot numbers and the expiration date were not provided. The field service engineer inspected the analyzer and found an issue in the sonic wash station (sws). He replaced this part and performed mechanical tests. He adjusted the wash station and the water, acid, and basic reagent levels and repaired syringe leaks. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine and alkaline phosphatase results from two patient sample tested on the cobas c 503 analytical unit. Patient sample 1 creatinine the initial result was 14.4 mg/l. The first repeat result was 7.0 mgl/l. The second repeat result was 7.0 mgl/l. Patient sample 2 alkaline phosphatase the initial result was 790 u/l. The first repeat result was 152 u/l. The second repeat result was 158 u/l.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found an issue in the sonic wash station. He replaced this part, as well as the tubes, sample probe, and rinse tube assembly, and adjusted the rinse levels. The investigation determined the event was consistent with a hardware-related issue. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.